Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.

Event description:
Patient reported experiencing elevated glucose levels up to 14 mmol/l (252 mg/dl) while wearing the pod on the skin for an unknown duration of use. Patient sought medical attention on (B)(6) 2026 after glucose levels continued to rise and patient began feeling sick. Medical evaluation resulted in a diagnosis of diabetic ketoacidosis, and treatment consisted of intravenous insulin and intravenous fluids. Update was received on (B)(6) 2026 that the parent confirmed that the patient was in the hospital for two days from 02 march to 03 march. (Insulet related case reference numbers: (B)(4)).

Event description:
Patient reported experiencing elevated glucose levels up to 14 mmol/l (252 mg/dl) while wearing the pod on the skin for an unknown duration of use. Patient sought medical attention on (B)(6) 2026 after glucose levels continued to rise and patient began feeling sick. Medical evaluation resulted in a diagnosis of diabetic ketoacidosis, and treatment consisted of intravenous insulin and intravenous fluids. Update was received on (B)(6) 2026 that the parent confirmed that the patient was in the hospital for two days from (B)(6). (Insulet related case reference numbers: (B)(4).

Manufacturer narrative:
B3 and b5 were updated.